Event description:
It was reported the pt had her ipg turned off for a week post implant in order to heal. It was reported on (B)(6) 2011 the pt had a seizure and dislocated her shoulder. It was reported the pt was to have an x-ray to determine if her sys was adversely affected. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.